Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close gripper actuation issue (one gripper failed to lower) and observed one gripper arm to be pinched by the harness. A potential product issue was identified due to the observed gripper arm pinched by the harness resulting in the single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation appears to be due to the gripper arm being pinched by the harness as the gripper was able to be lowered once the harness was released from the gripper cover. The observed gripper arm to be pinched by the harness (product quality problem) resulting in the single gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close for gripper actuation issue (one gripper failed to lower) and observed one gripper arm cover to be pinched by the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported inability to lower a single gripper appears to be due to the harness pinching the gripper cover. The harness pinching the gripper cover appears to be related to user troubleshooting techniques. There is no indication of a product issue with respect to manufacture, design or labeling.h6: code 170 was removedh10 analysis updated

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted, and the mitral valve was successfully grasped. However, the mean pressure gradient increased to 8mmhg. Due to the high gradient, the physician decided to reposition the clip. Grasping was again performed, but it was observed one of the grippers was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4 and the gradient returned to baseline. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.